Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified left forearm. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. The balloon was first inflated at 8 atmospheres (atm) for 15 seconds. However, during second inflation at 8 atm for approximately 5 seconds, the balloon ruptured. The device was removed and completed the procedure with another of the same device. There were no patient complications reported and the patient condition was good post procedure.